Event description:
It was reported that the patient underwent a surgery involving an artificial urinary sphincter (aus) due to recurring incontinence. During the procedure, a hole was found in the balloon. The patient also experienced persisting induration and hematoma around the scrotal control pump. The pump and balloon were removed and replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent a surgery involving an artificial urinary sphincter (aus) due to recurring incontinence. During the procedure, a hole was found in the balloon. The patient also experienced persisting induration and hematoma around the scrotal control pump. The pump and balloon were removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
H6 device code was updated. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.